Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device did not alarm when a proximal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that the device did not alarm when a proximal occlusion was present. This was found to be due to contamination on the proximal sensor pin. This report represents all the information known by the reporter upon query by hospira personnel.